Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02/29/2024, it was reported by a distributor via (B)(4) that an ar-7300rbe burr was causing debris as soon as it made contact with bone. Broken pieces fully retrieved. This occurred during use in a case with no patient effect.

Manufacturer narrative:
The most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the device during use.